Event description:
Device broke or disassembled during use. During the surgery, it was found when the package was opened that the locking wire on the insert (14mm) was floating a little bit from the beginning so that the wire was a little bit out of the baseplate even after the impaction was done. So the surgeon removed the insert (14mm) and placed a 12mm insert instead.

Manufacturer narrative:
As part of the quality system improvement plan stryker corp conducted a 2 yr retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (4) 2006 to (B) (4) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There is 1 event associated with this event type (device broke or disassembled during use) and product code mbh.